Event description:
It was reported the patient was referred for replacement due to eos. On (B)(6) 2017 the patient¿s device was interrogated pre-op and found to have high impedance. It was noted that a couple weeks back the referring neurologist had performed diagnostics and no high impedance was found; however the patient has had multiple falls in the last few weeks due to seizures. The physician then tried to change the battery to see if the impedance corrected, but high impedance remained with the old lead and new generator after 3 separate system diagnostic tests. The surgeon implanted the new generator and attached to old lead. The patient had lead replacement surgery on (B)(6) 2017. The explant devices have not been received for analysis to date.